Event description:
The plaintiff's attorney alleged that the pt experienced the following injuries: cardiac arrest, arrhythmia, all injuries associated therewith and then subsequently expired. All of these are alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional info.